Event description:
Boston scientific received information that this device detected increasing shock impedacnes on the right ventricular lead, recently reaching levels greater than 125 ohms. A follow up was performed to assess the shock system. A 1.1 joule commanded shock was delivered, along with high voltage shocks of 31 joules and 41 joules during dft testing. The first 31 joule shock did not convert due to high dfts, however the second shock at 41 joules did convert. All shock impedances during the testing was between 100 and 110 ohms. The physician elected to leave the system in place with no other changes at this time. A second round of dft testing will be performed in a month to further investigate the lead, and possibly attempt additional lead configurations. No additional adverse patient effects were reported.

Event description:
Additional information was received that one year after the initial induction testing on this device, a further evaluation was performed due to the ongoing shock impedance issues. A 31 j did not convert the patient due to high dfts, however a 41 j resulted in successful conversion. Shock impedance levels during testing were at 108 ohms. The system was reprogrammed with a follow-up planned in the near future. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--